Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Product analysis confirmed the reported event as holes were identified in the pump strain relief kink resistant tubing (krt) attributed to wear and fatigue. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, the inflatable penile prosthesis (ipp) was thoroughly examined. The momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. Holes were identified in the pump strain relieve krt cylinder junction; a leak was present attributed to fatigue and wear. Functional testing found the pump performed within specification. Product analysis confirmed the reported event. Labeling review: the reported observations are listed as a potential adverse events in the instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is cause traced to component failure.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery, the pump tubing had a fracture. The pump was removed and replaced. There were no patient complications in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery, the pump tubing had a fracture. The pump was removed and replaced. There were no patient complications in relation to this event.